Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
It was incorrectly stated that the outcome did not significantly interfere with activities of daily life. All pertinent information available to abbott medical optics has been provided.

Event description:
It was reported that intraocular lens (iol) was explanted from patient's left eye, due to refractive surprise. It was noted that there was unexpected post-operative refraction. Incision was enlarged but no vitrectomy was performed. Patient was reported to have recovered and outcome does not significantly interfere with activities of daily life. No further information has been provided.